Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical tip on the vasoview hemopro 2 endoscopic vessel harvesting system broke in half during dissection. The piece was retrieved through the original incision with no other patient effects reported. A new kit was used to complete the procedure. The event reportedly occurred "two weeks ago." The lot number is unknown, as the product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. (B)(4).